Manufacturer narrative:
The product was not returned for analysis. A device history record (DHR) review could not be conducted as the sterile lot number was not provided. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During use, it was reported that the balloon on the mynx grip vascular closure device burst when it was inflated after it was inserted into the sheath. There was no patient injury. Another mynx vcd was opened, prepped and deployed successfully.

Manufacturer narrative:
During use, it was reported that the balloon on the 5f mynxgrip vascular closure device (vcd) burst when it was inflated after it was inserted into the sheath. Another mynx vcd was opened, prepped and deployed successfully. There was no patient injury. Multiple attempts to obtain additional information were made without success. The device was not returned for analysis. A device history record (DHR) review could not be conducted as a lot number was not provided. The reported ¿balloon loss of pressure¿ could not be confirmed as the device was not returned for analysis. The exact cause of the rupture reported could not be determined. Based on the limited information available for review, access site vessel characteristics (although not provided) and/or the condition of the sheath most likely contributed to the reported event since a calcified vessel or a jagged/frayed sheath tip can cause damage to the balloon. According to the instructions for use, which is not intended as a mitigation, ¿the safety and effectiveness of mynxgrip have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture. Confirm via femoral arteriogram or venogram: there is no evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Without a lot number to conduct a DHR review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore no corrective and preventive actions will be taken at this time.